Event description:
It was reported that while driving, the user received an ¿urgent low soon¿ alert on the ilet and observed a continuous glucose value near 57 mg/dl trending downward; the user had no hypoglycemia symptoms, treated with orange juice, and glucose rose into the 70s during the call, with troubleshooting and education provided. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.